Event description:
It was reported that noise was observed on the right ventricular lead. The patient became pre-syncopal during the inhibition of pacing from oversensing the noise, but did not experience syncope. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.